Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided. Per the study, drug-eluting stents (des) have significantly lowered lumen loss rate when compared to baremetal stents (bms) at medium term follow-up and can be fractured to enable larger diameters. Availability of larger diameter des would be ideal.

Event description:
Received an article titled: khan, a. E. (2019). Comparison of drug eluting versus bare metal stents for pulmonary vein stenosis in childhood. Catheter cardiovascular interventions, pp. 233-242. Purpose: comparison of outcomes using baremetal (bms) and drug-eluting (des) stents in pulmonary vein stenosis (pvs). Method: a retrospective review of all patients who underwent stent implantation between 08/93 and 11/17 for pvs at texas children's hospital was performed. Per the article deaths occurred within the study period.